Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the transparent sleeve was stuck during the procedure. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the sleeve was fully back against the handle and the anchor was not attached. The device was function checked per the attached memo and functions as intended. The tip of the nitinol is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. The device was found functionally conforming for the sleeve issue, however the root cause of the tip fracture remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.